Event description:
The customer reported that the system displayed a charger failed error message on the control panel.

Manufacturer narrative:
The ge service rep checked the battery charger pcb and checked the voltage to battery. He adjusted the potentiometer r10 and r32 on the battery charger pcb. Then he checked the system and found no problem.